Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's husband as a result of a legal claim that the patient had primary right hip surgery on (B)(6) 2012 at (B)(6). It is alleged that the patient had elevated blood ion levels and corrosion. The patient was revised on (B)(6) 2016.

Manufacturer narrative:
An event regarding an altr, abnormal ion level and corrosion involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation, it remains implanted. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: there is no examination of explanted components or photographs of the "crusting" described in the revision operative reports. There is no histologic diagnosis of altr, pseudotumor, metallosis, and it is only noted to be consistent with alval or altr as a differential diagnosis. There are no MRI findings consistent with pseudotumor, altr or alval. There is no convincing documentation that the symptoms described are not from low back derangement and/or trochanteric bursitis. Modest elevation of serum cobalt in a patient with long-standing bilateral hip arthroplasties is not diagnostic of pathology relating to the components. Cobalt and chromium levels of fluid from the hip joint is not of any diagnostic value. Based upon the consistently benign x-ray appearance and unremarkable MRI reports, there is no evidence this clinical picture is related to macc or altr at the head/neck junction in this case. Device history review: not performed as no lot information was provided complaint history review: not performed as no lot information was provided. Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated: there is no examination of explanted components or photographs of the "crusting" described in the revision operative reports. There is no histologic diagnosis of altr, pseudotumor, metallosis, and it is only noted to be consistent with alval or altr as a differential diagnosis. There are no MRI findings consistent with pseudotumor, altr or alval. There is no convincing documentation that the symptoms described are not from low back derangement and/or trochanteric bursitis. Modest elevation of serum cobalt in a patient with long-standing bilateral hip arthroplasties is not diagnostic of pathology relating to the components. Cobalt and chromium levels of fluid from the hip joint is not of any diagnostic value. Based upon the consistently benign x- ray appearance and unremarkable MRI reports, there is no evidence this clinical picture is related to macc or altr at the head/neck junction in this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, histopathology reports, operative reports, pre and post operative x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported by the patient's husband as a result of a legal claim that the patient had primary right hip surgery on (B)(6) 2012. It is alleged that the patient had elevated blood ion levels and corrosion. The patient was revised on (B)(6) 2016. Update on (B)(6) 2019. The assessment was"bilateral trochanteric bursitis possibly secondary to altr and lumbar radiiculopathy". The medical review conclusion revealed: there are no MRI findings consistent with pseudotumor, altr or alval. There is no convincing documentation that the symptoms described are not from low back derangement and/or trochanteric bursitis. Modest elevation of serum cobalt in a patient with long-standing bilateral hip arthroplasties is not diagnostic of pathology relating to the components. Cobalt and chromium levels of fluid from the hip joint is not of any diagnostic value. This event relates to the right hip.